Event description:
The patient contacted lifescan alleging that their one touch basic enhanced meter was consistently prompting the retest message. They also claimed that they were getting high control solution results using the reported meter; the control solution results were not provided. The medical affairs specialists attempted to reach the patient by phone. There was no answer and no answering machine to leave a message. A letter was sent to the patient. The patient claimed that they went to the hospital "because of the meter". No information was provided regarding the patient's symptoms, the results obtained at the hospital, or any treatment they received. There is insufficient information to indicate that the patient experienced injury or medical intervention due to the product. The meter, test strips, and control solution were replaced.

Event description:
The patient contacted company alleging that their one touch basic enhanced meter was consistently prompting the retest message. Patient also claimed that they were getting high control solution results using the reported meter; the control solution results were not provided. The medical affairs specialist attempted to reach the patient by phone. There was no answer and no answering machine to leave a message. A letter was sent to the patient. The patient claimed that they went to the hospital "because of meter". No information was provided regarding the patient's symptoms, the results obtained at the hospital, or any treatment patient recieved. There is insufficient information to indicate that the patient experienced injury or medical intervention due to the product. The cusotmer care representative walked the patient through retesting with a check strip or control solution. The retest message issue was not resolved. As the retest message issue was not resolved, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter, and control solution were replaced.